Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported suture retrieval issue was not confirmed as all of the device components were not returned. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral artery using the preclose technique prior to an endovascular endoprosthesis placement procedure. The arteriotomy was 7fr. A femoral angiogram was not taken. Reportedly on both devices, when the needles were withdrawn, the suture did not connect to the needle being trapped in the system. An angioseal device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.